Manufacturer narrative:
(B)(4).

Event description:
It was reported that the previous sensor session was continuing occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a low reading during warmup was found in connection with the reported allegation. No injury or medical intervention was reported.